Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the us food and drug administration. (B)(4).

Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Through investigation of customer complaints, apoc has determined that there is a potential for ctni cartridges to exhibit incorrectly elevated results above the upper limit of the 99% reference range of 0.08 ng/ml when tested using a troponin negative plasma sample obtained from a 1/2 filled blood collection tube. No impact was observed in whole blood, or in plasma samples from collection tubes filled to the stated volume. There have been no injuries reported associated with this quality issue, nor have there been any adverse event reports filed. There is no impact to user safety. This action is being conducted in cooperation with the us food and drug administration and (B)(6).